Event description:
Pt 1 initial calcium result of 8.1 mg/dl. Same sample repeated three times gave results of 7.9 mg/dl, 9.1 mg/dl and 9.0 mg/dl. Pt 2 initial calcium result of 8.2 mg/dl, same sample repeated three times gave results of 8.0 mg/dl, 9.3 mg/dl, and 9.3 mg/dl. Results were not reported. If add'l info is received, appropriate notification will be provided.